Event description:
Pt with atypical chest pain referred for heart catheterization. The femoral artery stick was attempted to be closed with a perclose device. The perclose device bent upon itself and was unable to be extracted from the artery. The retained portion of the catheter within the femoral artery was connected by a suture attached to the deployment device. Pressure was held at the site and a general surgeon was consulted. The pt was taken emergently to the operating room for groin exploration and removal of the retained portion of the catheter. Pt had an increased length of hosp stay.